Event description:
The article "xen45 gel stent ab interno trimming for ostium occlusion: case report" noted a patient underwent a xen®45 gts implantation in the right eye and was treated with antibiotics and topical corticoids in a decreasing dosage for one month. Iop was 6mmhg post op day 1 and 10mmhg post op day 15. One month after the xen®45 gts implantation, patient returned for retinal surgery in the right eye to close a pre-existing macular hole. Operation was successful, however 6 days later, patient's iop spiked to 25mmhg and examination showed a flattening of the conjunctival bleb and a translucent clot of fibrin occluding the end of the xen gel stent. A yag laser procedure was attempted, but the stent remained occluded and iop remained elevated. A revision procedure of the xen 45 gel stent was performed and removal of the fibrin was attempted which failed as the clot was strongly adherent to the tube end. A second paracentesis site was created and curved scissors were used to the snip the proximal end of the xen stent. After procedure, the drainage efficiency was verified and incisions were closed. Post op day 1 after the procedure, the iop was 8mmhg and a functional, filtering bleb was confirmed. One month post op, iop was 12, visual acuity was 20/40, and an open, diffuse, filtering bleb was present. Events resolved and the device remains implanted.

Manufacturer narrative:
(B)(4). Article citation: tatti, filippo, et al. ¿xen45 gel stent ab interno trimming for ostium occlusion: case report.¿ bmc ophthalmology, vol. 21, no. 1, 2021. Crossref, doi:10.1186/s12886-021-02207-8. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. These are known potential adverse events addressed in the product labeling.